Manufacturer narrative:
(B)(4). The reported field event of backup vvi (bvvi) was confirmed in the laboratory via review of device image and was due to a parity error. The reset was reproduced during temperature chamber testing. Review of the device image indicated the parity error was caused by an anomalous component on the hybrid. (B)(4).

Event description:
It was reported that the device was found to be in back up vvi mode while still in the box. Device was not implanted.